Manufacturer narrative:
(B)(4). Investigation summary: the device was not returned for analysis, which prevented a full investigation and analysis of the root cause. The lot number is unknown, therefore a batch review could not be conducted. However, a review of similar lots did not reveal any anomalies, nonconforming product, or deviations that may have contributed to the event. Follow up with the customer revealed that the patient had a diagnosis of dcis and the applicator spring would be removed at the time of the lumpectomy. However, due to the subsequent procedure or other treatment intervention, we are submitting this medwatch report.

Event description:
The sales representative reported that dr (B)(6) performed an stereotactic biopsy using atec then deployed (B)(4) t3 hydro marker. The spring from the applicator was evident in the post deployment images. The applicator was then removed with a small amount of resistance. The atec was removed and images revealed the spring and clip to be evident in the breast.

Manufacturer narrative:
Customer follow-up was not completed at the time of initial reporting. The spring and marker were removed during the lumpectomy procedure performed on (B)(6) 2015.